Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump has intermittent button response due to moisture damage on the keypad traces. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the customer had high blood glucose levels of 212 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reinstalled the battery of the insulin pump to no avail. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.